Event description:
Reportedly, noise was seen in the boston defibrillator lead of this device. This lead noise was short but was within the vf zone of the device. The doctor wishes to find information as to the possible cause of this noise.

Manufacturer narrative:
The device ICD was implanted in 2020 with 1 rv lead (manufactured by boston scientific). Review of the patient files provided dated on (B)(6) 2025 led to the following observations: - since on (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone (0,4mv) during vf, which could indicate potential sensing issues at ventricular level. Since on (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable within normal range. All episodes (2) recorded in the device memory showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals. No inappropriate therapy was delivered. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. This case is retained and utilized for trend purposes.